Manufacturer narrative:
Testing of actual/suspected device: a getinge authorized distributor's field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the seal between the tank and yoke, replaced the regulator, and all components of the pneumatic system but the issue continued. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a helium leak and that the helium tank was empty in hours. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings, investigation conclusions). Additional information: e1: (event site state: (B)(6).

Event description:
N/a.